Manufacturer narrative:
Endoleaks are labeled in the IFU. One cd of imaging was provided to assist in this investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. The IFU also identifies preoperative case planning measurements that should be considered and verified to determine if the correct device has been selected. The returned imaging was reviewed by an independent reviewer. In summary, the implanted device was oversized at the infrarenal neck. Thus, the graft material is infolded and the proximal fixation is insufficient to exclude the aneurysm. The infolding is exacerbated by plaque at the fixation site. Placement of the main body extension flattened the pleats and the endoleak was resolved. Based on the measurements provided by the independent reviewer, the pt had an inverted funnel neck that likely contributed to the reported endoleak (15% increase over 15mm of infrarenal neck). At this time, there is no indication that a design or process induced failure of the device resulted in the endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) female underwent abdominal aortic aneurysm repair on (B)(6) 2010. A zenith flex aaa endovascular graft bifurcated main body was placed and during the final run on angio, a large type 3 endoleak was noticed in the middle of body of the graft. A zenith aaa endovascular graft aaa ancillary component main body extension was placed to stop the leak; leak disappeared. No adverse effects on patient reported.